Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine implant, after the physician tied down the atrial lead and attempted to close the pocket, the pacing impedance doubled and capture threshold values increased significantly. The physician was unsure whether the numbers observed were due to a user error leading to damage or a product malfunction. The lead was exchanged. There were no patient consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.